Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No issues were noted with the device during evaluation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate was ¿slightly torn¿ at the connection to the stress member. This was noted after filling with daptomycin. There was no patient involvement. No additional information is available.